Event description:
It was reported that the ilet user experienced a low blood glucose of 50 mg/dl after eating and then trending upward. The user stated they had announced a "more than usual" size meal and admitted it was likely an incorrect meal size. No device alerts or alarms occurred. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem related to improper procedure, and a user interface component relevance, with the event attributed to an incorrect meal announcement rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.